Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error was confirmed in the history file. The motion sensor test failure alarm could not be verified due to motor error alarm. The device also had cracked battery tube threads, scratched lcd window and missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump had a motion sensor test failure alarm and a motor error alarm. The blood glucose at the time of the incident was 86 mg/dl. It was stated that the alarm history also showed a motor position encoder error alarm troubleshooting was not able to resolve the issue. The device was returned for analysis.